Event description:
On (B)(6) 2012, the lay user/patient' care giver (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient tests four to six times a day and manages her diabetes with 45 units of lantus (morning and evening) and novolog (7 units per 15 grams of carbohydrate). The patient confirmed that on (B)(6) 2012 (at 9:30am), she obtained blood glucose readings of "20, 40, and 180mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Several minutes prior to the start of the alleged issue, the patient corrected and clarified she felt disoriented. The patient's previous blood glucose reading prior to the onset of her symptom is not known; the patient does not recall what action she took in response to her previous result; and the patient does not recall if she had made any changes to her diabetes management, activity level, or meals before her symptom began. According to the patient, after the alleged issue occurred her husband and daughter attempted to administer treatment by giving food; however, the patient indicated she refused to eat anything and threw the food. Shortly after the alleged issue occurred, the patient indicated she passed out. The emergency medical service (ems) was contacted. The patient indicated her blood glucose was tested with the ems's meter, however, the reading is not known. The patient also indicated she was administered IV glucose by the hcp. At an unknown time after receiving treatment, the patient indicated she regained consciousness. The patient stated she was not transported to the emergency room. Before ems departed, the patient's blood glucose was reportedly tested with the ems's and subject meter; however, the readings are not known. During troubleshooting, the customer service representative confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.